Event description:
It was reported that the patient with this pacemaker experienced lightheadedness and a syncopal episode. Technical services (ts) reviewed the device data and identified noisy signals in stored episodes that correlated with the syncopal event. These episodes were determined to be true ventricular events, with no evidence of oversensing. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions and pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker experienced lightheadedness and a syncopal episode. Technical services (ts) reviewed the device data and identified noisy signals in stored episodes that correlated with the syncopal event. These episodes were determined to be true ventricular events, with no evidence of oversensing. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported outside the revision procedure.